Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited undersensing, it was not pacing when required, loss of capture, and high out of range pacing impedances on the right ventricular (rv) lead. The impedances were greater than 2000 ohms. The rv lead was successfully replaced and this pacemaker remains in service. The rv lead was not tested on the pacing system analyzer during the revision. An x-ray was performed and no damage was visible on the lead. No additional adverse patient effects were reported.